Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-4020c-09 interference screw 9 x 30 mm serial/batch number (B)(6) was received for investigation. Visual evaluation found that the screw lost geometry on the thread, and it was broken off at the distal end at the tip. The cause remains undetermined. However, the most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery during inserting the screw the distal tip broke off and prevented the implantation. This incident occurred with a 9x20mm screw and then with a 9x30mm screw. The broken pieces were retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.